Event description:
The customer reported that she was hospitalized due to low blood glucose levels less than 20 mg/dl. The customer was told that she was unconscious. The customer also stated that she was getting no delivery alarms. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.